Event description:
Reporter stated the infusion device displayed an error message that could not be confirmed by pressing the buttons on the infusion device. No adverse event was reported. The alleged product will be sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).